Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a47 alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and insulin pump error alarm. Troubleshooting was done for blank display and insulin pump error alarm. Customer stated that they were able to clear and rewound the insulin pump. Customer stated that display was blank currently. Customer stated that the battery side was cracked. Customer was unsure, insulin pump might got exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.